Event description:
A surgeon reported there was no bed cut, observed in the patient's left eye during flap creation. The surgeon was unable to lift the flap and the surgical procedure was aborted. Additional information requested.

Manufacturer narrative:
Additional information has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company´s acceptance criteria. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found. No sample was returned for evaluation. The root cause cannot be determined conclusively. (B)(4).